Event description:
It was reported that the lead was replaced due to non-specific malfunction. No further information is available.

Manufacturer narrative:
Initial reporter: unknown. Report source: attorney.